Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 10mm amplatzer septal occluder was chosen for procedure. During procedure, when the device was un-sheathed, the device presented with a cobra-head deformation of the left atrial disc. The device was removed and exchanged for a 11mm amplatzer septal occluder. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of cobra deformation in a 10mm amplatzer septal occluder was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.